Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose level of 430 mg/dl. The customer experienced symptoms such as nausea and customer was sick. The customer was treated with insulin pump and manual injection. Customer was using insulin pump system within 48 hours of event. Based on customer¿s report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.